Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. Updates to section d8, h4 and h6 the device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the image issue was likely caused by moisture due to the crack in the video connector and electronic circuit damage which caused poor communication between the video processor and the camera head. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: do not bend the electrical contacts of the video connector by hitting them.

Manufacturer narrative:
The device was returned for evaluation. The evaluation confirmed the reported event. The evaluation also uncovered that the event was due to a faulty cable (ccd) unit. In addition, a leak test failed as a result of a crack on the video connector. The damaged parts were replaced to meet olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during preparation for use, the 4k autoclavable camera head was unable to produce image on the video. There was no harm or user injury reported due to the event.